Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unrelated revision procedure, the atrial and ventricular leads exhibited noise. During the attempt to disconnect the leads from the pulse generator header, the physician had difficulty removing the leads. After multiple attempts, the leads could be removed a new pulse generator was implanted. The patient was in stable condition post surgery.